Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the pacemaker went into backup mode after an unsuccessful firmware upgrade and the patient passed out as a result of this issue. The device was successfully restored. The patient was stable post event.